Manufacturer narrative:
(B)(4). The cause of the system error is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line), which occurred on the homechoice during drain 3 of 4. The home patient (hp) disconnected in dwell and thought she connected before the drain started, but was not sure. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient regarding the report of a system error 2240 alarm. The home patient stated she went to the clinic after this incident and the nurse changed her transfer set. No patient injury was reported. The home patient has had no further problems and is continuing therapy on the cycler as usual. No additional information provided. A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the user error identified in this complaint. The root cause of the system error 2240 alarm was due to the home patient disconnecting from the set during therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).